Event description:
The lesion being treated was located in the bifurcation of the left anterior descending and the diagonal coronary arteries. The physician had placed a stent in the lad coronary artery which had extended over the ostium of the diagonal coronary artery. The pt graphix guidewire was inserted through this stent. Fluoroscopy showed that a portion of the polymer coating had been sheared up from the surface of the wire, but remained partially attached. The guidewire was successfully removed with the polymer coating flap intact. The procedure was successfully completed at this time. No pt injuries or complications were reported. Pt status is reported as 'good'.